Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the sales rep that the patient done the tkr operation 8 years ago. She was very happy with the operation until 2 years ago suddenly swelling and knee 'jammed', but will feel better and back to normal after a day or two and perfectly fine between episodes. This year it happens more frequently and doctor decided to schedule another operation to open the knee and change the insert. Operation is schedule to be on (B)(6) 2022. (B)(6) 2022 : the sales rep observing the case updated that the revision scheduled on (B)(6) 2022 was not performed. Surgeon's plan was to do left tibia abscess drainage and kiv change of insert. During the surgery, surgeon decided not to change the insert required as the wound still ok. Hence, there is no stryker implant was used. The revision was not performed.